Manufacturer narrative:
Submit date: 2018-01-15. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing the enteral feeding pump will only display error and not sound. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and customer states ¿that during testing the enteral feeding pump would go into error mode after a time and will only display error and not sound¿. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.